Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: impella introducer + dilator returned for evaluation. Analysis summary: the returned sheath was visually inspected, and blood was observed clotted in the flushing line. The tubing was then cut off and a syringe tip needle was inserted to perform leak testing. Introducer was pressurized to 180 mmhg for a minute with no leaks occurring. Pressure was increased and a leak was reproduced from the valve on only one side of the introducer at 500 mmhg. The leak test was re-performed with a dilator in the valve at the time of the test and no leak was initially present until the dilator was manipulated by pulling back and a leak was reproduced at 165 mmhg. The introducer fails to meet the 180 mmhg spec. The cause of the valve leak was an insufficient valve seal. Device history review: introducer passed all incoming inspection criteria.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. A leaking peel away sheath has been reported. A new, different sheath was used with no issues. The pump was eventually successfully weaned and explanted, and no patient harm has been reported.

Manufacturer narrative:
Device received, inv in progress: the impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.